Event description:
It was reported when using the bd rapid detection of sars-cov-2 veritor¿ the customer experienced a false negative test result. Confirmatory testing was completed via another antigen test. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter. The customer stated: "patients had self-tested with clear positive results on the same day, but the results shown the bd veritor kits were either negative or showed a very faint shadow after a long time. Amongst patients who were also swabbed with a pcr and subsequently was pcr+."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd rapid detection of sars-cov-2 veritor¿ the customer experienced a false negative test result. Confirmatory testing was completed via another antigen test. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter. The customer stated: "patients had self-tested with clear positive results on the same day, but the results shown the the bd veritor kits were either negative or showed a very faint shadow after a long time. Amongst patients who were also swabbed with a pcr and subsequently was pcr+.".

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor (material # 256089), batch number 1158172. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as the batch number provided is a test device batch number which is associated with different kits. The complaint was unable to be confirmed. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.